Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported the bolus button is not working. The keypad was reportedly intact and the pump was not exposed to water.there is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis. On (B)(4) 2012 with the following findings: testing confirmed that the bolus button is not responding to presses. Removed button cover and found the internal plug contact is misaligned and was contamination present on the bolus button. The keypad has no visible sign of damage and was removed for investigation. Contamination was found under all button contacts.